Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was indicated that the customer currently works in the emergency room and is around medical equipment. The customer's blood glucose (bg) level was reported to be impacted in the high 200's (mg/dl). The customer took a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy.